Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient noticed that the controller switches power sources earlier than expected. He mentioned single beeps and low priority alarms while both batteries were connected and fully charged. There was no reported patient injury as a result of this event. The batteries were exchanged by the facility and returned to the manufacturer for testing. Upon evaluation, all of the batteries passed both visual inspection and functional testing. Log file analysis confirmed a "critical battery" alarm and premature switching of the power sources, as reported by the patient. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. Z-1917-2015. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is three of six reports (3007042319-2016-00351, 2016-00352, 2016-00353, 2016-00354, 2016-00355 and 3007042319-2016-00356) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the controller was changing the active power source earlier than expected while batteries were in use. Five (5) batteries were identified to be problematic. The patient stated hearing single beeps and low priority alarms from the controller while both batteries were connected and fully charged. A controller exchange was performed. The controller and five batteries were removed from service and the patient was issued replacement devices. The five batteries were returned to the manufacturer for analysis but the controller was not returned. There was no reported patient injury as a result of this event.